Manufacturer narrative:
The operating currents are within specifications and passed pump self-test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. No unexpected low battery alerts noted during testing. The insulin pump had minor scratches on the lcd window, cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery customer's blood glucose at time of incident was 105 mg/dl. Customer stated that battery did not last more than one week. The customer was advised that the device would be replaced. The customer was instructed to return pump with battery cap and to zero out basal rates.